Manufacturer narrative:
The reported events were confirmed. A complete lead was returned in one piece. Visual inspection of the lead found that the connector pin and connector cap were pulled out of the connector assembly which is consistent with procedural damage. The cause of the reported event of ¿stylet became locked in the lead¿ was isolated to the bunching of the stripped stylet, polytetrafluoroethylene (ptfe) coating and inner coil. The cause of the reported event of ¿attempts to remove caused the distal pin to separate from lead¿ was isolated to procedural damage. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure for an implant. It was noted that the stylet became locked in the lead and attempts to remove the stylet caused the distal pin to separate from lead. The lead was exchanged and the procedure completed. The patient was discharged.